Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer changed the infusion set site and then the supplies on the pump. A pump system check was performed using the current pump supplies. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer opted to change out the infusion set site and rotate it to another area of the body.